Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 810:11 was confirmed during product evaluation. The root cause was assigned to an air in line board out of calibration. The air in line printed circuit board was recalibrated to fix the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an 810:11 alarm. This event had the potential to interrupt delivery. The failure occurred before use of the device. It is unknown in which care area this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.46.00. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a 810:11 alarm was confirmed by baxter personnel in the pump's sample evaluation. The evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.